Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's caregiver that the patient had shortness of breath and the device had a patient alert. Follow-up revealed that the patient has not been seen by the physician since this report so the cause of the device alarm could not be determined. The device remains in use. No patient complications have been reported as a result of this event.